Event description:
It was reported that the customer received a button error alarm. The customer also reported that the insulin pump was exposed to rain and moisture was visible on the screen display. The reported blood glucose level was 194 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the pump. Pump received with minor scratched display window. Unit received had a cracked case display window corner. Pump received with cracked reservoir tube lip. (B)(4).